Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was not feeling well and had ongoing vomiting. Her cgm was showing readings around 200 mg/dl, which she did not confirm with a manual glucometer. She took zofran 4 mg to help stop the vomiting and administered insulin via her pump based on the cgm reading; however, her glucose level did not go down. She went to the ER where her blood sugar was tested at 336 mg/dl while her cgm was reading 150 mg/dl. She was given two bags of IV fluids and stayed in the hospital for about 4.5 hours. Upon discharge, her fingerstick blood sugar was 299 mg/dl and her cgm reading was 135 mg/dl. She reported feeling slightly better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient did not feel well. The reported glucose values fall within the c zone of the parkes error grid at the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.